Event description:
It was reported that the coil of the speech processor was allegedly sparking. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.